Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that during an intraocular lens (iol) implant procedure, the blue plunger went straight through the lens and cracked it. There was not patient contact and another lens was implanted instead. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been advanced over the lens. The lens is at mid-nozzle. The trailing haptic is in the optic fold to the right of the plunger. The distal tip is broken. The lens is rotated clockwise. The leading haptic is extended. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Viscoelastic was not provided. It is unknown if the qualified product was used. A plunger override was observed. The root cause for the override could not be determined. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).